Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic rectal neoplasms procedure. While dividing the rectum, the surgeon could not squeeze the handle to fire the device. The surgeon re-opened the jaws and tried again but the same problem occurred. The case was completed using a new device. No patient injury.